Event description:
Add'l info rec'd from MFR 10/10/02: the catalog number (product code) of the device is listed in the medical device report is 960340. This product is described as pfc sigma curved insert size 2.5 8mm, and it is a polyethylene bearing insert used in total knee replacement. The lot number of the device is 43093a. Depuy submitted an MDR for this event on 6/14/02. The MDR number assigned to this report is 1818910-2002-00310.

Event description:
Total knee replacement part is wearing out in less than three years. Started having problems in 2001.